Event description:
It was reported that the atrial lead demonstrated high and unstable thresholds, low impedance and undersensing. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4456 competitor implantable pacing lead 2005 (B)(6). (B)(4).